Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified blood infection. The cause and treatment for the event were not reported. It was reported that the patient was hospitalized due to the event. At the time of this report, the patient was discharged from the hospital and recovered from the event. It was reported that treatment with dianeal therapy was discontinued; however, extraneal therapy was ongoing. No additional information is available.